Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the "tick" button on the infusion device is non-functional she heard the infusion device beep and noticed the button was stuck down, and she is not able to release it. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.